Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a disinfection of a phoenix machine, an external leak was observed from a diaclear ultrafilter. The filter was replaced. There was no patient involvement. No additional information is available.